Event description:
It was reported that there were concerns of a premature battery depletion for this implantable cardioverter defibrillators (ICD) device. The battery longevity had fallen from 3.5 years remaining to 4 months in approximately 4 months. Data analysis was performed and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.additional information received indicated that the device was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures the explant of this device and impact on the patient.

Event description:
It was reported that there were concerns of a premature battery depletion for this implantable cardioverter defibrillators (ICD) device. The battery longevity had fallen from 3.5 years remaining to 4 months in approximately 4 months. Data analysis was performed and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.additional information received indicated that the device was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
The returned incepta ICD was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was not recorded. The battery voltage measurements displayed a pattern of steady and rapid discharge. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population. This report captures the explant of this device and impact on the patient.

Event description:
It was reported that there were concerns of a premature battery depletion for this implantable cardioverter defibrillators (ICD) device. The battery longevity had fallen from 3.5 years remaining to 4 months in approximately 4 months. Data analysis was performed and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.